Manufacturer narrative:
Additional information: upon receipt of new information, it has been identified that this event was reported twice through different sources, and as such, we have identified that another MDR is a duplication of this report. The duplicated MDR reference of this event is 3005477969-2013-000240.

Event description:
It was reported that the hip devices were revised due to aseptic loosening of the socket and aseptic loosening of the femoral stem.